Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.) No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review captured multiple losses of power to the mobile power unit between 6:23 am and 6:27 am on 10mar2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. In addition, the log files noted a single low flow flag on 07mar2026 that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.